Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "high power" event was confirmed via review of the controller log files, which revealed an increase in power consumption starting (B)(6) 2017 to parameters above the normal operating range. 24 high watt alarms have been logged since (B)(6) 2017. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event is related to another event reported under MFR number: 3007042319-2017-03432. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient presented with ventricular assist device (vad) power consumption above normal operating range, macrohematuria, and elevated lab values. Pump thrombus was suspected; therefore, the patient received systemic thrombolytic therapy. The event resolved after actions performed. It was last reported that the patient is stable in the intensive care unit (ICU) with step-down transfer to regular ward planned for (B)(6) 2017. The physician reported that the event is not related to the device. The patient recently suffered from a driveline infection (reported separately) and pneumonia which may have precipitated pump thrombus. Of note, the patient was anticoagulated with argatroban. No further information has been provided.